Event description:
The customer reported the system displayed a generator error and shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator batteries and the x-ray controller coin battery. The system operates as intended.